Event description:
It was reported that during pre-cardiopulmonary bypass use of the device for a cardiopulmonary bypass procedure, the encoder knob on the roller pump in the vent position stopped working. There was loss of local display and loss of function of local controls. The device was not changed out, as the user could control the unit through the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review on 06/10/2015: the user noticed on the ccm that the roller pump, which was being used as a vent, was grayed out. The pump display was blank and none of the local controls were operational. Prior to this issue, during set-up, the perfusionist (ccp) noted that the pump was on and functioning appropriately. There were no audible sounds and no error messages were noted. The ccp noticed that the pump was off-line just prior to the initiation of bypass and attempted to turn it on through the local display and it did not work. The ccp then tried to use the encode knob, which also did not work. Finally, the ccp turned on the unit remotely and was able to control the unit through the ccm. The local controls/display never restored function. The decision was made to use the unit for the case, as they were able to control it through the ccm. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is related to MDR# 1828100-2015-00524. The field service representative (fsr) verified the encoder knob was not responding. The fsr replaced the pump display and verified operation of the front panel. The unit operated to MFR specifications and was returned to clinical use. The suspect part was returned to the MFR for further eval.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) was unable to duplicate the complaint condition. The display assembly remained functional throughout testing. The start/stop button and speed control knob operated as intended. No additional action will be taken at this time.